Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurrence, exact date occurred approximately two weeks ago. Failure to follow steps. Per the instructions for use precautions: use a single wall puncture technique. Do not puncture the posterior wall of the artery. Avoid posterior wall suture placement. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was achieved using a proglide device after a neurodiagnostic procedure, using a 5f sheath. Reportedly, after hemostasis was achieved an occlusion was detected. It was thought that the suture may have captured the posterior arterial wall. The occlusion was surgically repaired under general anesthesia. The patient was hospitalized one additional day due to the surgical procedure. The technican is reportedly trained in the use of the proglide device. No additional information was provided.